Manufacturer narrative:
Date of event: approximated based on the date the first procedure was performed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2:literature source: gapp, j., crigler, c., ansari, z., nakasya, a., mittal, s., reddymasu, s., chandra, s., nandipati, k. Transpyloric lumen-apposing metal stent for gastroparesis is associated with significant complications. Journal of gastrointestinal surgery 2022; 26:2212-2214. (B)(4).

Event description:
Note: this report pertains to one of ten devices indicated in the literature used between january 01, 2018 through december 31, 2019. Refer to manufacturer report # 3005099803-2022-07025, 3005099803-2022-07026, 3005099803-2022-07027, 3005099803-2022-07029, 3005099803-2022-07030, 3005099803-2022-07031, 3005099803-2022-07032, 3005099803-2022-07033, and 3005099803-2022-07034 for the associated device information. Boston scientific became aware of events through the article "transpyloric lumen-apposing metal stent for gastroparesis is associated with significant complications" by dr. Jonathan gapp, et al. A 20mm hot axios stents were used during the study and were implanted to treat patients with refractory gastroparesis during transpyloric stenting procedures performed between january 01, 2018 through december 31, 2019. 13 patients successfully underwent transpyloric stenting; the stents were not anchored to the gastric wall as the fully covered axios stent had perpendicular flanges. According to the literature, stent migration occurred in 10 patients. Of the 10 patients with stent migration; 4 patients passed the stent naturally; 1 patient had stent impaction in the sigmoid colon which required retrieval with colonoscopy; 2 patients presented with obstructive symptoms which required stent removal by upper endoscopy; 2 patients required laparotomy with small bowel resection and ileocecectomy; and the last one required laparoscopic surgery with enterotomy for stent removal. Furthermore, post transpyloric stenting, out of 10 patients, 3 patients had small bowel obstruction which required hospitalization; 1 patient had sigmoid colon ulceration from stent; 1 patient had gastric outlet obstruction; 1 patient had stent impaction in the ileum due to adhesions (prior laparoscopic drainage of abdominal abscess); and a stent was unable to be removed from another patient in the terminal ileum due to the stricture in the crohn's. The remaining 3 out of 10 patients had no complications. Note: it was reported that the axios stent was implanted to treat refractory gastroparesis. Per the instructions for use (IFU), "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The stent is not indicated for the treatment of refractory gastroparesis. No further information has been obtained despite good faith efforts.